Event description:
The lead was implanted on (B)(6) 1994 and capped on (B)(6) 2012. High pacing thresholds. 3.0v@1.0ms. Threshold measurement -threshold 6.5v@2.oms. The procedure took place at (B)(6) hospital. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).